Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported by the patient that they were hospitalized for reasons pertaining to diabetes. The level at the time of the hospitalizations was unknown. Patient underwent an amputation. The patient now needs help reprogramming pump. The device is not being returned. No further information available.